Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The ht70 ventilator was returned for evaluation. Visual inspection noted a light scratch on the touchscreen, this did not impact functionality of the touchscreen. Functional testing found that when attempting to start ventilation the device gave a motor fault alarm, confirming the reported symptom. It was reported that during servicing the unit was found to have a loss of ventilation. By manually rotating the linkage arms and using a tektronix oscilloscope it was observed that the hall effect sensors were not activating. An associated device issue was confirmed. The most likely root cause was related to the ventilator pump. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the ht70 ventilator had no flow and the device generated a motor fault alarm after attempting to ventilate. The ventilator was not in use on a patient at the time of the reported event.